Event description:
The facility reported a pump that is inaccurate. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of inaccuracy could not be confirmed or duplicated during service, therefore there were no corrections made to the device for this condition.